Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted zoll customer support to report that he had sat down in the bathroom and then woke up on the floor with blue gel all over. A review of the event indicates that the pt experienced an inappropriate defibrillation event. The pt was in vt prior to the treatment, however; the patient's rhythm self-converted to sinus bradycardia 16 seconds before the treatment. The post shock rhythm was a sinus rhythm at 78 bpm. The response buttons were not during the entire event. The pt reported feeling nauseous after the event and reported hitting his head on the floor. The pt went to the hosp after the event and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 11/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.